Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system. The customer¿s blood glucose level was 134 mg/dl. The customer indicated that the drive support cap was protruded. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. However, device alarmed compromised force sensor system alarm during basic occlusion test due to slightly loose drive support disc. Device received with corroded battery tube.